Event description:
It was reported by a user facility that two patients with skin type IV sustained hypopigmentation to the stomach and chin areas respectively following hair removal treatment with a lumenis lightsheer duet laser. No information regarding medical intervention to preclude permanent impairment was received.

Manufacturer narrative:
Lumenis investigated the reported events contacting the user facility to obtain patient treatment settings and patient photographs which were provided. During an examination of the subject device by a lumenis technical expert, the expert found dirt/debris build-up on the et power sensor and proximity sensor in contradiction to subject device labeling and training. A review of device labeling found the following instructions for cleaning and maintenance of the power meter: "warning - the handpiece tip and energy meter window must be clean to ensure accurate calibration. An unclean tip or window will result in higher than indicated fluence, which may cause epidermal damage". A lumenis healthcare professional evaluated the reported event details and patient photographs. The healthcare professional concluded that based on the photographs provided the probable cause of the events reported to be operator error, improper treatment settings, maintenance deficiency and poor technique in contradiction to common medical practice, subject device labeling and training.